Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the device was entangled with the guidewire cable. The catheter was twisted, and the sheath and imaging window were kinked. Microscope inspection revealed that the guidewire exit port and the distal section of the tip were in good condition; however, the imaging window was rippled. Functional testing with the guidewire could not be performed due to the guidewire entanglement. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. During product analysis, the guidewire was found tangled with the opticross device, and the imaging window and drive cable were found twisted. Per the investigation completed as part of a CAPA for opticross catheter twist complaints, it was identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up in the event of an imaging window kink to cause a twist event, only when the catheter is advanced with the motor drive unit (mdu) on into the patient. The material twisted is evidence of advancing the device into the patient anatomy while rotating. According to the instructions for use (IFU) indications, the mdu shall remain off when inserting the device into the patient. Based on this, the difficult to cross lesion reported event is confirmed by evidence found during product analysis.

Event description:
Reportable based on device analysis completed on 12 feb 2026. It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion; however, it could not cross the lesion. The procedure was completed with another of the same device. The patients condition was good, and no complications were reported. However, device analysis revealed that the device was entangled with the guidewire cable. The catheter was twisted, and the imaging window was rippled.